Event description:
It was originally reported by the field clinical specialist (fcs), that during a transfemoral mitral valve in ring procedure with a 29mm sapien 3 valve, the valve caused severe central mitral regurgitation (mr) due to the native leaflets being longer than the sapien 3 valve leaflets, thus obstructing some flow. A second 29mm sapien 3 valve was quickly prepped and delivered a little more ventricular to correct the obstruction. There was little to no mr, and mild paravalvular leak (pvl). Per medical records review, the patient underwent a tmvr procedure with a 29 mm s3 valve implanted in a mitral valve ring via transeptal approach. Post deployment tee images showed a well-seated transcatheter heart valve, but there was significant transvalvular mitral regurgitation with what appeared to be a non-functioning leaflet secondary to an overhanging redundant anterior mitral leaflet on fluoroscopic examination because the ring was saddle shaped. The mid portion of the implanted valve had a good depth, but on that particular side where the ring dipped down, it appeared that the valve was too atrium. A second 29mm sapien 3 valve was implanted deeper than the first. Once the second valve was delivered, tee showed trace transvalvular mitral regurgitation with mild to moderate perivalvular leak (pvl). At this point, it was decided to leave the pvl and bring the patient back at a separate time to plug it. The procedure was completed, and the patient was transferred to the recovery area in a stable condition. No thv device malfunctions or procedural complications were listed. Post operative information did not list any tmvr related complications. The patient was discharged home in stable condition on post operative day 1.

Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, native leaflet overhang and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Although the exact cause and source of the central regurgitation cannot be confirmed, per report it was due to patient factors (overhanging redundant anterior mitral leaflet due to the ring being saddle shaped). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral mitral valve in ring procedure with a 29mm sapien 3 valve, the valve caused severe central mitral regurgitation (mr) due to the native leaflets being longer than the sapien 3 valve leaflets, thus obstructing some flow. A second 29mm sapien 3 valve was quickly prepped and delivered a little more ventricular to correct the obstruction. There was little to no mr, and mild paravalvular leak (pvl).